Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned, analyzed and the helix disengaged from the helical channel. It was noted that the defibrillation conductor was distorted, there was blood/body fluid on the distal conductor (not obstructed), the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and the tip seal was observed to be out of position.

Event description:
It was reported that the right ventricular lead exhibited unstable impedance and a fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.